Event description:
The customer stated that a (B)(6) architect anti-hbc ii result of (B)(6) was generated for a patient (sample ID (B)(4)) that tested (B)(6) using the vidas method. The sample was retested on the architect i2000sr and the results were (B)(6). No adverse impact to patient management was reported.

Manufacturer narrative:
An evaluation is in process. A follow-up report will be submitted when the evaluation is complete. (B)(4).

Manufacturer narrative:
No issues were reported with the architect i2000sr instrument. System logs indicate pressure monitoring was good, but the liquid level sense showed a large difference between the initial step count for the false result and subsequent aspirations, indicating a bubble in the sample may have caused an early aspiration. Service ticket review did not identify any other issues that may have contributed to the customer's complaint. Review of quality metrics shows no issues involving erratic results requiring further investigation and no adverse trends for the architect i2000/i2000sr systems. Current labeling provides requirements for handling specimens and troubleshooting assistance for erratic results and advises that errors can occur due to potential operator errors and technology limitations. Based on the available information, a deficiency was not identified.